Manufacturer narrative:
The reported complaint was confirmed. Multiple diligence attempts were unsuccessful for further information on repairs done and part return for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the centrifugal control unit (ccu) did not work. There was no patient involvement.